Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The returned t8 cannulated stick fit hexalobe driver (part number 80-4155, batch number 596342) and the t8 cannulated hexalobe driver (part number 80-4151, batch number 596274) were examined visually under magnification. The driver tips presented distinguishable fractured surfaces. One driver tip was a t8 cannulated hexalobe driver (part number 80-4151) and the other a t8 cannulated stick fit hexalobe driver (part number 80-4155). The fractured surfaces were similar between the two driver tips. Each had one large, fractured plane orientated approximately 45 degrees relative to the long axis of the driver tip. Both had multiple much smaller fractured planes all with relative angles approximately 45 degrees to the long axis of the driver tip. None of the fractured tip pieces were returned. The remaining intact portions of the driver tip were significantly truncated. They represented about 30%-40% of the original overall length of the hexalobe tip. Additional commentary collected from the party filing the incident noted several factors: the profile drill was not used, the dense bone drill was used, the bone was hard/dense, and a quick connect drill was used to drive the screw. Absence of profile drill use causes an increase in the required amount of insertion torque. Hard/dense bone may cause an increase in insertion torque. The dense bone drill reduces insertion torque. Installing with a quick connect drill may increase insertion torque depending on installation speed and if/if not multiple start-stop advancements were used. The effect of an increase in the amount of insertion torque requires the driver tip to withstand a higher amount of stress during implant insertion. The observed fracture patterns on the driver tip and additional information collected supported the commentary in the event description. The torsional load application and brittle fracture mode can cause a driver to break into pieces. Not all the broken tip pieces were returned nor the screws involved. Some additional information was collected which indicated the absence of profile drill used, hard/dense bone and usage of a power drill which may have led to an increase in required insertion torque. The combination of observations additionally collected information, absence of return pieces as well as the multitude of additional factors present during a screw insertion, inhibit a direct conclusion of the cause of the driver tip fracture. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined.

Event description:
(Report 1 of 4). It was reported during surgery when the surgeon was implanting the 48mm screw, as the surgeon was tightening the screw down the driver tip broke off. The driver tips broken metal pieces were picked out of the screw. Ultimately the surgeon decided to abort using a needle driver to remove the screw because it would not advance or reverse from its position. The surgeon replaced the 48mm screw with a 46mm screw. The surgeon was attempting to implant the next screw, but as he tightened the 42mm screw the driver tip broke again. The debris was removed, and the surgeon was able to get the screw in position. The surgery was completed after a 7-minute delay. There were no adverse patient consequences reported. There are 4 related report numbers for this event 3025141-2024-00556 through 3025141-2024-00559.

Manufacturer narrative:
Per information received, it was indicated the device was available for evaluation; however, the results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. Based on the information received, the root cause could not be determined.